Event description:
It was reported that the patient's device showed low and variable battery voltage measurements. A request was made to know what the actual battery voltage was and how to manage the patient. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device experienced low telemetered battery voltage. On 23-jul-2010, the telemetered battery voltage was 2.17 v while the daily battery voltage trend measurement was 2.85 v.